Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), implanted: (B)(6) 2013, ubd: 25-feb-2016, UDI#: (B)(4). Product ID: 7482-51, serial/lot #: (B)(4), implanted: (B)(6) 2013, ubd: 18-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high impedance. Contributing factors included a possible fall. No surgical intervention occurred, they just avoided using that contact. The high impedance was not resolved at the time of the report. Impedance information: c<(>&<)>4=21666 ohms c<(>&<)>6=39271 ohms 4<(>&<)>6=39768 ohms 5<(>&<)>6>40000 ohms 6<(>&<)>7=35296 ohms.